Event description:
It was reported the patient¿s implantable neurostimulator (ins) was scheduled to be replaced on (B)(6) 2013. It was stated the ins was less than two years old and an ins overdischarge was suspected. It was also reported the patient stated their device never really kept a charge and they had to charge it every couple of days since it was implanted. It was noted the patient had overdischarged their device ¿one or two times¿ and had a physician mode recharge. It was stated the patient was told if it was overdischarged again it would have to be replaced. Reportedly, the patient stated their device had not been working ¿for a long time¿ and they may have been told there was a ¿short or something.¿ it was noted the patient was getting ¿pretty good¿ pain relief when the device was working. It was reported there were no patient symptoms or injuries related to this event. It was later reported the patient¿s device was replaced and the patient was able to get full coverage of their painful areas.

Event description:
It was later reported the patient¿s device was replaced and the patient was able to get full coverage of their painful areas.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery had a reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.